Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate was observed in two (2) small volume intermates. The event was further specified as ¿foreign contaminates inside the pump lines¿. This was identified during setup and preparation. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: correction will be made to the previously submitted. There are four (4) affected products previously submitted as two (2). The lot was manufactured from june 13, 2019 - june 14, 2019. Four (4) actual samples were received and evaluated. Visual inspection was performed which revealed a particle embedded in the material of the tubing lines. The particles were not in the fluid path as they were embedded in the material of the tubing line. The particles were subsequently identified by fourier-transform infrared spectroscopy to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The reported condition of particulate matter (pm) was verified on the four returned samples; however two samples were found to meet specifications and for these two samples there was no product non-conformance. The cause of the condition is related to a supplier manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.